Event description:
The company was made aware on (B)(6) 2021 that a patient experienced blistering in the crease of their buttocks when they charged their neurostimulator (ipg). The physician explanted the system on (B)(6) 2021.

Event description:
See section h, number 6 for investigation updates.

Event description:
See section h, number 3 for investigation updates.